Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that white granules were noted on the wire. During unpacking, some white granules were found attached on the 330cm rotawire¿. The wire was then considered defective and was not used. The procedure was completed with another of the same device. No patient complications reported.